Manufacturer narrative:
Patient identifier: (B)(4). (B)(6). Device is a combination device.

Event description:
(B)(6) clinical study. It was reported that thrombosis occurred the patient underwent treatment with the eluvia trial device on (B)(6) 2018 as part of the (B)(6) clinical trial. The target lesion was in the left mid superficial femoral artery (sfa) with 6mm reference diameter, proximally and distally, 40mm of length and 100% stenosed. Pre-dilatation was performed using one balloon and a 6x100mm size stent was implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel post procedure. On (B)(6) 2018, the patient was hospitalized for a recanalization of the left leg after thrombosis. The re-intervention was started but not successful. Angiography without vascularization was also performed. On (B)(6) 2018, the patient was discharged and the event is considered ongoing by the hospital.